Event description:
This patient was recently implanted with a cochlear implant. However, it was discovered that the device was not in the cochlea. This patient's anatomy is compromised due to the temporal bone fractures and clinicians are now considering alternatives to cochlear implantation. The cochlear implant was explanted in 2005.